Manufacturer narrative:
The suspect pump was returned for investigation. A review of the event history log confirmed the reported error had occurred. Visual inspection observed the pump housing chipped and cracked. Functional testing duplicated the reported pump error. Further inspection observed the position potentiometer broken off the slide tab. The nature of the pump error, in additional to the housing and position potentiometer damage, indicates the pump endured a hard impact during device use. The pump was likely dropped. After the position potentiometer was replaced and the device was recalibrated, the pump passed all delivery, accuracy and functional tests

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.